Event description:
Sorin group (B)(4) received a complaint reporting that the plastic rail disconnected from the retractor handle during a vein harvesting procedure. There was no report of patient complications. The case was completed without the need to replace the device.

Manufacturer narrative:
Sorin group (B)(4) received a complaint and medwatch report, (B)(4), reporting that the plastic rail disconnected from the retractor handle during use. There was no report of patient complications. The case was completed without the need to replace the device. The device was returned to sorin group (B)(4) for evaluation. Visual inspection confirmed that the plastic rail was separated from the retractor and that the small tabs on the distal end of the rail which connect the rail to the spoon had broken off. The failure of these tabs is believed to be the cause of the disconnection. Investigation performed on representative units from inventory found that the failure mode could be re-created by applying significant torque directly to the rail. Torque testing performed on units from inventory found that, in order to separate the rail from the device, a force three times the device specification must be applied directly to the plastic rail to separate it from the retractor. Although the cause of the separation cannot be confirmed, the torque required to separate the rail is well above specification and there is no evidence of material or manufacturing defects. The vascular retractor instructions for use state "do not use excessive force". It is believed that the separation occurred as a result of excessive torque applied to the rail during use. No further action is necessary at this time.